Event description:
It was reported that he patient was found to be in atrial fibrillation but was ventricular paced during their clinic visit on (B)(6) 2022. No medication changes or interventions were needed. On (B)(6) 2022, the patient was started on dofetilide (tikosyn). The arrhythmia did not result in clinical compromise and arrhythmia was ongoing/stable. The patient did not have a history of atrial fibrillation prior to implant. The arrhythmia in this event was not thought to be device or therapy related.

Manufacturer narrative:
Patient ID: patient initials requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (B)(4) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas (B)(4). The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14-dec-2021. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The arrhythmia resolved without sequelae on (B)(6) 2022.